Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported major bleed, vessel perforation, hemodynamic instability, and hypotension could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. D4 catalog number and d4 serial number were updated, corrected accordingly.

Event description:
A 65-year-old female patient was admitted with acute decompensated heart failure. The team opted to place an impella 5.5. During the pulmonary artery catheter placement, the patient was found to have a left superior vena cava perforation secondary to the swan ganz catheter leading to hemodynamic collapse and left pleural effusion. The patient underwent emergency surgery, placed on va ECMO, given massive blood transfusions, and had the perforation repaired. Due to ongoing hypotension and borderline hemodynamics, the patient was started on additional inotropic support. Chest tube drainage was excessive, and with both ECMO and impella running, the patient required a significant amount of volume replacement. The patient also received blood transfusion. Ultimately, the patient was taken for heart transplantation on (B)(6) 2025. The complications were secondary to the swan ganz placement with perforation. There were no documented issues secondary to the impella device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.